Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif-q150 operation manual chapter 3 preparation and inspection gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process: due to deformation of scope connector, water tightness is lost, due to deformation of electrical connector water tightness is lost, because guide pin of electrical connector is missing, water tightness is lost, due to damage on the charged coupled device (ccd) unit the specified resolving power is not obtained, due to damage switch button 1 does not work, nozzle is deformed, objective lens has a chip, light guide lens has a scratch, plastic distal end cover has a dent and stain, connecting tube has a dent, coating peeling, and a stain, due to wear of angle wire, bending angle in right direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of the specifications. Light guide-cover glass has a dent, scope-connector has a scratch, universal cord has discoloration, universal cord has a scratch, scope, scope-cover has a scratch, grip has a scratch, control unit and scope connector have corrosion due to water leakage control unit: gie4207y the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return annual maintenance process. During routine inspection of the device by olympus, bending section and adhesive on bending section has foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.